Event description:
Healthcare professional reports that "end user was exposed" to direct check quality control. Customer stated "employee brought a bag with the control materials to employee health and safety over the weekend to report an exposure incident." It is unk if employee was using protective sleeve at the time of the incident. No report of serious injury, or administration of medical treatment. Medical safety data sheet will be provided to customer. Directcheck does not contain human blood products.

Manufacturer narrative:
(B)(4). Method: no product returned. Result: customer complaint could not be confirmed. Conclusion: no conclusion can be drawn. The directcheck protective sleeve is provided as a means to reduce probability of cuts. The instructions for use indicates use of protective sleeve is required when control vials are activated. Itc has requested all data required for form 3500a.